Event description:
The customer stated a patient generated an axsym total psa result of 0.00 ng/ml. A higher result was expected and was questioned by the physician. The initial sample and a redrawn sample were tested yielding expected results of 4.1 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). An evaluation was performed and consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving discrepant results. The probable causes for discrepant results include bulk solution 3 dispensing improperly. Complaint information notes a field service representative replaced the leaking bulk solution 3 fmi pump to resolve the discrepant results issue. A complaint review found there have been no additional incidents of discrepant result generation by axsym plus (B)(4), since the bulk solution 3 fmi pump was replaced. A review of axsym plus field performance data did not identify an increase in complaint activity for the issue the customer experienced. The most probable cause of the discrepant patient results was the improper functioning of the leaking fmi pump. The actual cause of the suspect patient results could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-03 or the fmi pump (B)(4) related to the issue under evaluation.

Manufacturer narrative:
(B)(4). Follow-up report being submitted to correct date (B)(4) 2009 to (B)(4) 2009.